Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a blank flashing white display due to vertical cracked lcd controller. Unable to download or perform functional testing: the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. The following were noted during visual inspection: minor scratches on lcd window, scratched case and cracked keypad overlay. In summary, customer alleged cracked display window not confirmed. Blank flashing display was confirmed during analysis due to cracked lcd controller on the electronic assembly. Cracked display window not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had issue with infusion tape not sticking, damage to the belt clip and cracked display window. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601, mmt-441ag. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device returned. No product return is required for acc-1601, mmt-441ag.